Event description:
Attorney report: on (B) (6) 2006, patient had a large composix kugel mesh implanted to repair a hernia defect. On (B) (6) 2007, patient suffered injuries sustained by an infected kugel patch. On (B) (6) 2007, patient failed to recover from those injuries and died.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Additional information including patient information, copies of medical information/records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since no specific product code or lot number have been provided. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned or request for additional information has not been responded to. No conclusion can be drawn at this time.